Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. A fluoroscopy revealed that the left ventricular lead had externalized conductors; high capture thresholds were also noted. The device was reprogrammed and the patient would continue to be monitored.